Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when booting up the system, the system was receiving a efi shell version message that could not be bypassed. The computer cart would not boot up while message was on screen. After the ssd was replaced the issue was resolved. No patient was present at the time of the event.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the ssd and camera cart uninterruptible power supply (ups) was replaced. Eval code method is associated with this analysis eval code-result is associated with this analysis eval code-conclusion is associated with this analysis. The ssd was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The ssd was tested and found to boot and log-in to the application. The smart data indicated the drive was okay. There was no failure found. Eval code method is associated with this analysis eval code-result is associated with this analysis eval code-conclusion is associated with this analysis the software is under analysis at this time. Eval code method is associated with this analysis eval code-result is associated with this analysis eval code-conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.